Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. The electrode has been heavily used and shows some erosion. Bio debris is present. The wand is bent from use. Product was out of the original packaging. No packaging returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma as expected. No sparks were observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that before an ent surgery, a procise coblator ii had an electric spark. There was a back-up device available. No patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).